Event description:
It was reported that noise was observed on remote transmission and in clinic device check on the right ventricular lead. The rv lead will continue to be monitored. There were no adverse health consequences, the patient was stable.